Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by that a patient underwent an unknown procedure on (B)(6) 2015 and suture was used. During the procedure, it was noticed that the package was broken. There was no adverse consequence to the patient.